Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax after the procedure which required hospitalization and a chest tube placement. The size of the pneumothorax was 2.5.cm and it was confirmed via a chest x ray. The pneumothorax did not grow bigger over time. The target lesion was in the right middle lobe, about 1.3 centimeters. Another lesion was also biopsied on the right upper lobe. The procedure was completed as planned with no delays. The needle biopsy of peripheral nodule was thought to have likely caused the pneumothorax. As per the physician, the pneumothorax would have likely occurred via another modality as well. The patient was asymptomatic and was discharged home with a heimlich valve. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and additional observation.